Event description:
Inadequate bone quality / quantity. "Was the prothesis filled? No." The implants were removed due to not having proper stability. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5167751, mw5167753, and mw5167754.